Event description:
While using the left femoral approach (up and over), the doctor reported he had an unusual amount of difficulty deploying the filter. The delivery system was advanced to just above the renals. The doctor began deploying the filter by unsheathing it. The entire filter was deployed, with the exception of one leg. The hook of the leg was still engaged in the catheter wall. He tried many maneuvers to release the leg. This resulted in dragging the filter from the infrarenal ivc to the bifurcation. The sheath and the filter were advanced again to the infrarenal ivc. The physician then removed the pusher wire, and by inserting the dilator, was able to release the filter leg. The filter is functioning as intended.